Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the facility is experiencing a high rate of occlusions with the provena dl catheters. It was stated that there was 8 reports submitted from floor nurses who had complete occlusions, and the piccs were unable to be cathflo¿d successfully. This report addresses the second PICC.